Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the posterior tibial artery. After crossing the lesion with a guide wire of about 10 cm, a 3.0mmx20mmx143cm fg coyote nc mr (nc quantum apex) balloon catheter was advanced for dilatation. However, during the initial inflation at 7 atmospheres, the balloon ruptured. A 3.00mm/1.5cm/140cm small peripheral cutting balloon was advanced. However, after being inflated twice at 6 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.